Event description:
It was reported that a knee arthroscopy surgery needed to be cancelled due to a possible extravasation. The procedure was in progress for an unspecified amount of time, when the surgeon noticed that the patient's distal thigh was swollen. Two tubing sets were used during this event. The initial tubing set was replaced, because the incorporated pressure sensing balloon collapsed and set off the pump alarm. This tube set was discarded by the user facility. The o.r. Staff claims that the 87k pump did not alarm using the second 87100 tube set, and the case was subsequently canceled. The facility contact ((B)(6)) also stated that, as far as she knew; the patient did not sustain any serious injuries and no further medical/surgical intervention was needed.

Manufacturer narrative:
The product was received and an evaluation of the device was performed. The evaluation/testing results indicate that: the used tube set was functionally tested on a test pump for 20 minutes, and no fault was found. The tube set performed as intended.

Manufacturer narrative:
To date, the 2nd 87100 tube set has not been received, and therefore; no evaluation has been performed. Without a proper evaluation, the root cause cannot be determined. If the 87100 tube set is returned to conmed linvatec, an evaluation will be performed, and a follow-up report will be submitted. The lot quantity is (B)(4), and there are no other complaints for this lot# & item# combination. The evaluation the 87k pump found no issue that would have contributed to the reported problem. The device functioned properly. The reported problem was unable to be duplicated. The history of the 87k pump was reviewed, and this product has not been manufactured since 2007. Also, conmed linvatec has no record of a positive history, regarding customer compliance with the recommended annual preventative maintenance schedule for this device. Per product manual: patient safety requires the pump to be continuously monitored during operation. View all cannulas arthroscopically before beginning and frequently during the procedure to ensure that all fenestrations are fully within the joint capsule and are not blocked. Accurate cannula placement is essential to avoid fluid extravasation. Placement of cannula should be verified to ensure distal end is within joint capsule. Fluid leakage and inaccurate pressure readings, which could lead to fluid extravasation, may occur if: cannula is not correctly assembled and locked. Cannula o-ring is missing. Fenestrations or cannula are not fully within the operative site. Excessive intra-articular pressure. Pressure sensing port is not fully flushed and cleaned after every use. Only the concomitant device was received.